Manufacturer narrative:
Concomitant medical products: 4195, lead, implanted (B)(6) 2010; 5076, lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. Both arrhythmias were terminated and the patient reported feeling better. The patient's medications were adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.